Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue with the pump. There was no adverse impact to the customer's blood glucose level. Support assisted with filling and loading a new cartridge, enabling the customer to change supplies and resume insulin therapy.